Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was moisture in reservoir compartment. Customer's blood glucose was 400 mg/dl. Customer reported that leak was only confined to reservoir compartment near o-ring. Customer reported that there were no cracks or splits in the barrel but did not clarify if components were present. Customer declined further troubleshooting and requested that insulin pump be replaced.